Event description:
It was reported that the fiberwire became loose during surgery; the peek eyelet was broken inside the pt and not retrieved. Extension of surgery time, if any, is unk. There was no pt injury. Follow-up with the reporter revealed a new pilot hole was made because the surgeon switched to a smaller pushlock to complete the case. The retained eyelet was unsecured. No additional info is available nor expected from the hospital rep. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
No part of the device was returned for evaluation, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the laser line is flush with the surface of the pilot hole. If additional pt info is obtained, a follow-up report will be submitted.